Manufacturer narrative:
Requests have been made to obtain additional information regarding this event; however, no additional information has been provided at this time. The device was not explanted and is not available for evaluation. There is insufficient information available to confirm the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent a transcatheter aortic valve replacement within a surgical valve (valve-in-valve). The implant duration of the surgical valve was approximately six (6) years and seven (7) months. The reason for intervention is unknown. No additional details have been provided.

Manufacturer narrative:
Edwards received additional information through follow up that the device was explanted due to severe aortic stenosis and mild regurgitation . Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, and the root cause for the stenosis and mild regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information through follow up with the health care provider that the 21mm pericardial aortic valve was disabled due to severe aortic stenosis and mild regurgitation. Per obtained medical records, the patient presented with dyspnea on exertion and symptomatic aortic stenosis. A 26mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure via the transfemoral approach. The transcatheter valve was found to be well positioned with trace perivalvular leak and no stenosis. The patient tolerated the procedure well and was transferred to the intensive care unit under continuous cardiac monitoring in stable hemodynamic condition. The patient was discharged on post-operative day one.